Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level from the 50-60's (mg/dl). The customer suspected the cause of the low bg was due to childbirth. The customer consumed carbohydrates to address their bg. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.